Event description:
The reporter stated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2006. On 03/09/2006 dueto excessive vault, shallowing of the anterior chamber the lens was removed. The reporter stated that the lens was not ideal for the pt and a smaller lens was not inserted.